Event description:
Sprint lead fracture. Patient presented to emergency dept. With complete heart block with sprint lead fracture. Having periods of syncope and greater than 6 second pauses due to noise on the lead. Product: (B)(6) 2013 pt presented to emergency dept with syncope and "beeping of ICD". Interrogation noted that his lead was fractured. Pt had complete heart block, rv lead noise was being picked up as ventricular sensing. Patient was having periods of asystole due to noise on lead. Reprogrammed ICD tachy therapies off and brady pacing to doo. Emergent replacement of the lead was performed the same day. Lead was abandoned (B)(6) 2013.